Manufacturer narrative:
No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Diffuse lamellar keratitis is a known complication of refractive laser surgery. It is a reaction on the surgical trauma and may be caused or intensified by contaminated instruments. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with stage one diffuse lamellar keratitis (dlk) with some pupil involvement of the right eye on day one post lasik procedure. The patient did not have any complaints. An oral steroid dose pack was prescribed and topical steroid eye drop dosage was increased. The reporter indicated when the patient presented at day three post procedure the dlk was observed as progressed to stage three. The flap was reported as lifted and rinsed and issue has resolved.